Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2007, the pt reported that his infusion device began to beep the previous night, and he stated that the time was flashing on the display, but it was not the correct time. The power pack had been in use for longer than 2 weeks. He stated he inserted a new power pack and the infusion device functioned as intended. He stated that the power pack he inserted into the infusion device was a recalled power pack. He stated that he does have corrected power packs and will now only use those. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.